Manufacturer narrative:
Product analysis: a battery was returned to covidien/ medtronic¿s product analysis. When the returned component was installed into a test ventilator for analysis the ventilator would not accept power from this battery when disconnected from wall power and would not charge the battery when connected to wall power. An alternate direct current voltage out of range was found in the diagnostic logs. An investigation was performed and the product analysis technician reported that the root cause was isolated to a short circuit in the battery. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A breath delivery (bd) pressure solenoid (psol) was returned to covidien/ medtronic¿s product analysis. A visual inspection of the returned component was performed, no notable conditions were found. The returned component was installed into a test ventilator for analysis; no errors were recorded in the diagnostic logs. An investigation was performed and the product analysis technician reported that no fault was found . If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
An oxygen (o2) mix pressure solenoid (psol) was returned to covidien/ medtronic¿s product analysis. A visual inspection was performed and found that the psol had a piece of foreign material (polycarbonate material ) lodged on the concentric circles of the poppet. The returned components were installed into a test ventilator for analysis. An investigation was performed and the product analysis technician reported that the root cause was isolated to the contamination. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a battery on a 980 ventilator would not charge and that the ventilator generated an error code. The ventilator was not in use on a patient at the time of the reported event. The service engineer (se) inspected the device and verified the reported battery issue and found a diagnostic error code in the ventilator memory logs. The se replaced the battery. The se performed calibrations and extended self-testing on the device and all tests passed.